Event description:
On friday, february 23rd, there was a routine generator test which was completed at 6:30 am. At 6:50 am, the ICU rn's reported that all the ventilator alarms went off and switched the ventilator from the red emergency outlets to the regular outlets. From all five ventilators, four pb-840 ventilators reset to previous settings. One rented ventilator -pb-7200- continued to alarm and some panel lights went off. This ventilator was removed and sent back to the rental company and notified of the incident. The pt was placed in a different ventilator, without any adverse outcomes.